Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Painful- skin around lips. Skin around lips get stuck in the gaps, trapped skin- lips. Brush heads become loose and skin around lips get stuck in the gaps [injury associated with device]. Heads become loose; pin holding toothbrush head in place came off. Case description: a consumer, age and gender unspecified, reported via e-mail on 04-sep-2016 that with the last two packs he or she used of oral-b brushheads, version unknown, the brush heads had become loose, and the skin around the lips would get stuck in the gaps, which was very painful considering the oscillation and the trapped skin. The consumer reported the "second one" was worse as the pin holding the toothbrush head in place came off and flicked a tooth. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 07-sep-2016 consumer follow-up e-mail: the consumer reported he or she was using oral-b power oral care refills precision clean purchased as a pack of 4. The consumer had disposed of the product. The case outcome was unknown.